Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, when the patient was checked in the afternoon, loss of capture was observed, as well as high, out-of-range pacing impedance measurements of greater than 2000 ohms. The patient reported feeling dizzy and tired. The pacing output was increased to ensure capture and the patient was returned to surgery, where this lead was explanted and replaced. No additional adverse patient effects were reported outside of the need for a second surgery. A lead fracture was suspected, and the explanted lead was expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, when the patient was checked in the afternoon, loss of capture was observed, as well as high, out-of-range pacing impedance measurements of greater than 2000 ohms. The patient reported feeling dizzy and tired. The pacing output was increased to ensure capture and the patient was returned to surgery, where this lead was explanted and replaced. No additional adverse patient effects were reported outside of the need for a second surgery. A lead fracture was suspected, and the explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were noted in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. A stylet was successfully inserted into the lead lumen, confirming no blockages were present. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. No fracture was identified, and laboratory analysis did not identify any lead characteristics that would have caused or contributed to the out-of-range impedance measurements and failure to capture that were observed following the implant procedure.